Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and tubing issues. Blood glucose level at the time of the incident was in the 400s mg/d and treated with manual injection. Customer stated they were having issues connecting the infusion set properly and indicated for possible leak at the quick release. The insulin pump was not returned for analysis.